Event description:
It was reported in an article entitled ¿posterior lumbar interbody fusion using non resorbable poly-ether-ether-ketone versus resorbable poly-l-lactide-co-d, l-lactide fusion devices. Clinical outcome at a minimum 2-year follow-up¿ that twenty-six patients with chronic back pain and irradiating lower extremity symptoms were randomly assigned to undergo instrumented posterior lumbar interbody fusion whereby either a non resorbable telamon peek cage or a resorbable telamon pldlla cage was implanted to aid fusion. Randomisation was performed by means of block stratification over time. Peek cages were implanted in 14 patients and resorbable pldlla cages were implanted in 12 patients; 13 out of 14 patients demonstrated solid fusion in the peek group (92% fusion rate) whereas 6 out of 12 patients in the pldlla group (50% fusion rate) showed solid fusion.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.